Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2017 with the following findings: during investigation, the complaint of no audio was unable to be duplicated. All audio settings were set to high. The pump was opened to find no defects to the piezo. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but responsive. The battery compartment was cracked below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter confirmed that the vibratory features were functioning properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.